Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the motor was failing due to motor mount screws being severed. It was determined that these failing parts caused the system error 105 alarms and the motor assembly has been replaced.

Event description:
During review of the event history log, system error 105 was observed. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.